Event description:
The customer called to report a blank display after dropping the insulin pump. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with a blank display due to a broken solder joint on the interface board.